Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units doppler is not sensing pulse and doppler module simultaneously found problem with probe.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse observed that the doppler was not sensing pulse. The fse then checked with another working probe and doppler module simultaneously and found the problem with the probe, so the fse stated that it needed to be replaced. The fse checked the unit's performance on iabp trainer and demo balloon and was working satisfactorily. It was later informed that the customer is not willing to buy the doppler as of now, so the unit was not handed over to the customer in good working condition. This complaint will be closed, if further information is received in regards to the repair of the unit, the complaint will be opened and updated accordingly.

Event description:
It was reported during a routine check performed by hospital biomedical engineer, the cs300 intra-aortic balloon pump (iabp) doppler not sensing pulse, checked with another working probe & doppler module simultaneously, problem found with probe. There was no patient involved.